Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of not being able to download to carelink. Customer received assistance and was able to download. Customer reported that blood glucose dropped to 48 mg/dl and was not sure why but declined troubleshooting.